Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that sensor was expired and customer was told change the sensor. Customer was able to reset transmitter and start new sensor. No harm requiring medical intervention was reported. The device will not be returned for analysis.